Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture diagnosed by ultrasound and MRI. Device has been replaced with non-allergan device.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, underweight, brown particles in the shell and broken shell. A visual and microscopic analysis was performed which identified, sharp broken on posterior. A dimension measurement in the shell was performed which identify, the thickness within specification. Base on the device analysis, the final assessment is: sharp broken on posterior assessed, as an unidentified (tear) opening.

Event description:
Healthcare professional reported, right side rupture. Diagnosed by ultrasound and MRI. Device has been replaced with non-allergan device. Patient additionally reported, "my right breast suddenly and exponentially swelled, with intense pain. A huge edema had set in".

Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: seroma-late.

Event description:
Healthcare professional later reported seroma-late.

Event description:
Healthcare professional reported right side rupture diagnosed by ultrasound and MRI. Device has been replaced with non-allergan device. Patient additionally reported "my right breast suddenly and exponentially swelled, with intense pain, a huge edema had set in."